Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the handle was broken. Analysis also found that the electrocardiogram connector on the links electronic module was loose. The system fan was noisy.

Event description:
It was reported the handle is broken. The programmer was returned for repair. It was analyzed and subsequently tested out of specification. No patient involvement was reported.